Manufacturer narrative:
H3 other text : placeholder.

Event description:
Follow up.

Manufacturer narrative:
The device is indicated as available for evaluation. As of the date of this report, the device has not yet been returned. A follow-up report will be provided once it has been received and reviewed.

Event description:
Physician intended to use a 7fr micro introducer sheath during treatment of the patient¿s great saphenous vein (gsv). It is reported the white tube part of the introducer sheath snapped off into the vein when the blue introducer was removed. The device was removed from the patient and all pieces were accounted for. A new micro introducer sheath was opened and used to complete the procedure. No injury reported.

Event description:
Follow up.